Event description:
On 04/12/2006, nellcor puritan bennett received a report that a piece of a obturator broke off while in use on a patient. The information was received via voicemail and nellcor has not been able to obtain further information from the customer regarding this report. The voicemail claimed that a 5cm piece of a obturator broke off and migrated down a patient's lungs. The model of tracheostomy tube in use was not specified. No further infomation provided.